Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the patient arrested and was brought back to the catheterization laboratory. Angiographic evaluation determined that the left coronary artery was occluded. The patient was put on an intra-aortic balloon pump, the valve was snared and pulled back, however, the patient expired due to coronary ischemia. It was reported that in pre-case screening, it was determined that the sinuses were borderline but the patient was deemed non-operative due to age and frailty. Pre-valve implant, the coronary arteries were cannulated in an effort to protect from possible occlusion. It was reported that both coronaries were noted to be functioning at the end of the procedure and there was no need for further protective intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.